Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp, rep, and clinical study. It was reported that there was an impedance value out of range. A later device interrogation report on the same date showed the impedance values in range. The impedance measurements were as follows: 1 (&) 12 = 29750 1 (&) 13 = 30550 1 (&) 14 = 31050 1 (&) 15 = 31350 impedance values on a later report on (B)(6) 2020 at 09:58:10, had impedance values in range 1 (&) 12 = 1000 1 (&) 13 = 1030 1 (&) 14 = 1010 1 (&) 15 = 1040.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp, rep, and clinical study. High impedance values were identified while reviewing device interrogation reports from 2020-11-30. Impedance measurements 0 <(>&<)> 1, 1<(>&<)>2, 2<(>&<)>3, 2<(>&<)>4, 2<(>&<)>5, 2<(>&<)>6, 2 <(>&<)>7, 2<(>&<)>9, 2<(>&<)>11, 1 <(>&<)> 12, 1 <(>&<)> 13, 1 <(>&<)> 14, 1 <(>&<)> 15 showed values in the 30k-38k range. Actions taken and pt outcome are unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that high impedance on one of the contacts has not resolved to rep's knowledge. But rep was able to program around the impedance outage and patient reported device was working appropriately. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the caller is seeing settings not available on the patient controller (pc) and seeing out of regulation (oor) on their tablet. The rep reported they took impedances and all showed between 700s and 900s. The rep reported she added a b1 and c1 to the patient's existing a1 a2. The rep thought she corrected this issue at the 9/17 programming session, but the patient is still seeing the screen on their pc. Additional troubleshooting could not be done due to lack of access to product, but the patient has an appointment on (B)(6)2019. Additional information was received from the patient and a manufacturer¿s representative (rep). The rep reported that the patient couldn¿t sleep at night because he turned the ins off because the patient thought if the ins was shut off at night, the ins would be ¿ sometimes good¿ for 20 minutes in the morning. The patient described turning stimulation down and back up on various groups and/or programs to try and get around the oor. The rep also reported that contact 1 was red and showing greater than 40,000 ohms. The rep noted that this was not the cause when she met with the patient 2 weeks ago. The rep indicated that the cause of the oor was due to contact 1 being out of range. The rep programmed around contact 1 and the issue seemed to resolve. No further complications were reported.